Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors such as supra-therapeutic inrs are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report (B)(4).

Event description:
It was reported from the site that the patient was admitted for gastrointestinal bleeding on (B)(6) 2015. It was stated that the issue was resolved on (B)(6) 2015. On (B)(6) 2015 she was admitted directly from clinic after it was noted the hgb and hct had dropped to 6.4gm/dl and 21.4% from most recent values (10/21) of 9.1gm/dl and 29.8%. Inr was supra-therapeutic at 4.5. She was on warfarin 4mg and asa 325mg daily prior to admission; warfarin was held at admission. Stool sent for fecal occult blood on (B)(6) was positive. After (B)(6) transfusion, hgb and hct remained stable and she required no further transfusions. On (B)(6) gi team was consulted. They suspected drop in hgb and hct due to arteriovenous malformations. However, they recommended against endoscopy/colonoscopy at that time, as the risks of anesthesia outweighed the benefits, given that source of bleeding may not be found and that she had not signs of overt bleeding at the time of consult. She remained hospitalized for ongoing treatment of decompensated heart failure and was discharged home (B)(6). No additional information available.